Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced elevated blood glucose (bg) levels and high ketones. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer administrated a manual injection of insulin to address elevated bgs. Reportedly, the customer changed the infusion set and cartridge to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause. No damage was observed with the infusion set or cartridge during the time of the event.